Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference.test strip (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. Wife is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 102, 94 and 125 mg/dl. The customer's expected fasting blood glucose test result range is 70 - 100 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was not performed by the customer (customer was unavailable). The product is stored according to specification. The test strip lot manufacturer's expiration date is 09/24/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: 102mg/dl (B)(6) 2016 10:17 am fasting:yes, 94mg/dl (B)(6) 2016 10:39 am fasting:yes, 125mg/dl (B)(6) 2016 10:33 am fasting:yes, 109mg/dl (B)(6) 2016 08:31 am fasting:yes, 90mg/dl (B)(6) 2016 11:03 am fasting:yes. Memory concerns: customer concerned with all results.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. Wife is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 102, 94 and 125 mg/dl. The customer's expected fasting blood glucose test result range is 70 - 100 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was not performed by the customer (customer was unavailable). The product is stored according to specification. The test strip lot manufacturer's expiration date is 09/24/2017 and open vial date is 11/30/2016. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns: customer concerned with all results.